Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "one cuff was inflated but both cuffs filled. High peak pressures in combination with desaturation occurred. Lot number and further details are not available and cannot be obtained. No device is available". Information about the patient's conditon and saturation level are not available. Unknown if any medical intervention was required.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "one cuff was inflated but both cuffs filled. High peak pressures in combination with desaturation occurred. Lot number and further details are not available and cannot be obtained. No device is available". Information about the patient's condition and saturation level are not available. Unknown if any medical intervention was required.